Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse confirmed the issue. The transducer line was checked and found to be undamaged. The pressure line was checked and confirmed to be working properly with another device. The customer replaced the pressure cable and confirmed the unit is functional.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) not showing pressure line on screen. Patient not involved. No harm.